Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed twenty-four other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that rn checking line noted leak where the catheter connects to the hub, not from the clave. There were no symptoms noted. Catheter was removed and a new catheter was inserted. Statlock securement device used. No patient harm.